Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a failed circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had the arctic sun device that won't pass calibration for error 1, actual 3291 ml. Per additional information updated from ttm on 20aug2025, biomed getting calibration error 1 on step 1.